Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a physician's dell x50 handheld device was freezing on the interrogation screen. A hard reset would resolve the issue however, the physician wanted the handheld replaced. The physician was sent a replacement handheld and the dell x50 and flashcard were returned to the manufacturer for product analysis. There were no anomalies found with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the handheld, it was identified that the display had some dead pixels. The dead pixels had no functional impact on the handheld performance and would not have contributed to the alleged "frozen screen" condition. The handheld performed according to functional specifications.